Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt results were obtained from vitros and non-vitros quality control materials using a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related, as the vitros dgxn within-run precision test performed to assess the instrument's performance was outside the ortho's recommended guidelines. An ortho field engineer performed service actions which included the cleaning of the slide incubator, reflectometer lens and immunowash fluid (iwf) assemblies, lubricated the iwf pump and replaced iwf tubing. Following these action, acceptable vitros phyt quality control results were observed. The investigation determined that the most likely assignable cause of this event was instrument related.

Event description:
The customer obtained lower and higher than expected phyt quality control results using a vitros 5600 integrated system (units are g/ml): (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower and higher than expected vitros phyt results were generated from quality control fluids. Patient samples were not processed as the quality control results were outside of acceptable ranges. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm. (B)(4).